Event description:
It was reported that on (B)(6) 2024 a catheter was inserted, placed in basilic vein, exit site at 3cm. Locked with saline between use and cleaned with chloraprep. Secured with securacath. During routine weekly PICC line dressing the patient was well at arrival and throughout the visit. Antt maintained throughout intervention. Patient was undergoing gem/nab palitaxol infusion and the PICC was not used for CT scans. Upon completion of dressing staff nurse noted that the PICC line dressing had become very wet. PICC line dressing removed with patient consent. No visible fracture noted in external line, staff nurse then flushed line PICC with posiflush 0.9% normal saline, at this time staff nurse noted that the flush was exiting at the site of the PICC line. At this time patient denied any pain or discomfort, continued to feel well. The area was cleansed and PICC line redressed. External length remained the same at 17.5cm as recorded in previous weeks. Triage line contacted and was advised the line was to be removed per cns cvad, the PICC line was then removed. During removal the staff nurse noted a visible fracture that was a slit fracture not a pinhole and could have easily become detached. Patient was unwell with high temperature and confusion at time of PICC removal by staff nurse, and was sent to ed. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the molded joint and 0 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024 a catheter was inserted, placed in basilic vein, exit site at 3cm. Locked with saline between use and cleaned with chloraprep. Secured with securacath. During routine weekly PICC line dressing the patient was well at arrival and throughout the visit. Antt maintained throughout intervention. Patient was undergoing gem/nab paclitaxel infusion and the PICC was not used for CT scans. Upon completion of dressing staff nurse noted that the PICC line dressing had become very wet. PICC line dressing removed with patient consent. No visible fracture noted in external line, staff nurse then flushed line PICC with posiflush 0.9% normal saline, at this time staff nurse noted that the flush was exiting at the site of the PICC line. At this time patient denied any pain or discomfort, continued to feel well. The area was cleansed and PICC line redressed. External length remained the same at 17.5cm as recorded in previous weeks. Triage line contacted and was advised the line was to be removed per cns cvad, the PICC line was then removed. During removal the staff nurse noted a visible fracture that was a slit fracture not a pinhole and could have easily become detached. Patient was unwell with high temperature and confusion at time of PICC removal by staff nurse, and was sent to ed. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.